Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy performed on (B)(6), 2011. According to the complainant, the patient was bleeding prior to the procedure. The clip grasped onto tissue however, when the physician went to remove the delivery catheter, the clip did not release from the catheter and the clip slipped off the tissue. The clip was removed with the delivery system. It was reported that there was no tissue damage or increased bleeding because of this event. The case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
A visual examination of the returned device found that the clip assembly was fully deployed and was not returned. The control wire was separated per design. The event that the clip failed to release from the catheter could not be confirmed, as the clip assembly was fully deployed and not returned. However, the failure likely occurred due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
Patient information is unknown however, it has been reported that the patient is (B)(6). (B)(4). The device has been received for analysis however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy performed on (B)(6) 2011. According to the complainant, the patient was bleeding prior to the procedure. The clip grasped onto tissue however, when the physician went to remove the delivery catheter, the clip did not release from the catheter and the clip slipped off the tissue. The clip was removed with the delivery system. It was reported that there was no tissue damage or increased bleeding because of this event. The case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.